Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a band removal. Gastric bypass procedure, 2b5lt: trocar appeared normal/functional out of the package. Initial placement through abdominal wall also uneventful. No monopolar was used in the case up to this point. The harmonic device was never placed through the trocar in question. The trocar was only used for graspers. After falciform was taken down with harh45, the surgeon noted difficulty in getting their 5mm instrument through the trocar. The surgeon then noted damage to the tip of the trocar. She removed the trocar. She noted some additional drag removing the trocar from the abdomen, probably due to the malformation at the tip. When she did this, a piece of the trocar fell into the abdomen. The surgeon retrieved the piece and saved it and the trocar to return for analysis. A second 2b5lt device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the 2b5lt instrument was received with the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.